Event description:
At the beginning of patient's hemodialysis treatment, health care professional noticed air in the bloodline. Three times a new bloodline was set up and air continued to enter the bloodline. It was then noticed that there was a small leak in the center of the hub on the arterial fistula needle which was pulling air into the bloodline. The needle was replaced and treatment continued with no further incident. MDR is filed for estimated blood loss of 60cc in one change of the bloodline when not all blood in the circuit could be returned to the patient.